Event description:
The complainant alleged that while treating a pt (age and gender unknown) the device did not shock what looked like a ventricular fibrillation rhythm. The complainant indicated they were unable to duplicate the reported malfunction back at the station. The pt expired although the complainant indicated that it was not as a result of the reported malfunction.